Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown. Customer stated they were able to resolve the alarm with a complete set change. The customer stated the alarm did not occur during a manual prime. Customer was unable to troubleshoot at the time of the call. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.